Event description:
It was reported by the customer that a pyxis medstation es system had a drawer and cubies that were not detected on the communication bus. The customer reported that the issue persisted even after rebooting the station. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to controller board issue. A field service engineer replaced the controller board of the drawer to resolve the issue. A complaint investigation specialist stated that the device/part was returned to the designated complaint handling unit for part investigation/inspection. The system functioned as intended after the field service engineer troubleshooted the device. A supplemental will be created if additional information is received from the customer.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary had a drawer and cubies that were not detected on the communication bus. The customer reported that the issue persisted even after rebooting the station. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/correct information: h4, h6, h 11. A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from its manufacture date of 14jun2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report that the station drawer and cubies were not detected was confirmed by the bd field service engineer and in agreement by the dchu investigation team. The field service engineer evaluated the station: replaced the controller board for the full-height drawer (5). Drawer works fine in hardware test application user successfully recovered the drawer and did inventory. Visual inspection of one of the received module controller boards observed thermal damage on the part¿s component; and electrical measurement of the module controller board noted a component to be shorted. A shorted board component is one of the symptoms of the issue of a station drawer and cubies not being detected.